Event description:
It was reported that during service and repair pre-testing, it was observed that the positioning ring on the attachment device did not function, and the housing was out of alignment with the positioning ring. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the positioning ring was dented/damaged and the internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.